Event description:
It was reported that ptca was performed and two stents were implanted. The pt was returned to their room and then complained of chest pain and nausea, and abnormal EKG change was found. Metoclopramide and nitrogricerine were administered and a balloon catheter was used to dilate. Reportedly, the pt is fine.